Event description:
It was reported that the device casing was cracked, the battery depleted by 50% per day. There was no reported impact on the customer's blood glucose level. The customer declined a follow-up from technical support, and no further information was obtained. The customer was out of warranty and not yet in the process of obtaining a new device.